Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) set screw would not tighten down and when the wrench was removed the screw fell out. The device was not used and another ipg was implanted. No patient complications have been reported as a result of this event.